Manufacturer narrative:
Additional information: b5 a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and repositioning. The lens remains implanted. H6 health effect impact code (f): 2199" should be removed and "4628" should be added. H11 manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient possibly experienced lens rotation. The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).